Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 409 mg/dl, which was treated with a manual injection. The customer stated that the no delivery alarm was resolved by a reservoir and infusion set change. The reservoir was not replaced or returned for analysis.